Event description:
It was reported that the oasys screw heads broke and construct disarticulated from the spine.

Manufacturer narrative:
Method: device history review;results: the oasys polyaxial screw biased angle was confirmed by the cic to have a separated tulip head. Manufacturing records for this product could not be reviewed because no lot number was provided. Conclusion: the root cause was not able to be determined because no information was available.

Event description:
It was reported that the oasys screw heads broke and construct disarticulated from the spine.